Event description:
It was reported that particulate matter was found in a transfer set before it was opened from its original packaging. This was before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however, a photograph of the device was provided. Visual inspection verified the reported issue. A black spot was identified inside the un-opened pouch (confirmed by the customer to be outside the fluid path). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.